Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial#: (B)(4) implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer regarding a patient receiving bupivacaine (20,000 mcg/ml at 4504 mcg/day) and morphine (4000 mcg/ml at 900.9 mcg/day) via an implantable infusion pump. It was reported that the pump was moving around in the pump pocket. The pump was explanted and the catheters remained in the patient. It was noted that the explanted pump was discarded of.